Event description:
Reference number (B)(4). Event occurred in austria. It was reported that patient experienced low blood glucose (bg) event on 01-jan-2026. The blood glucose was low and treated with carbohydrates. No further information available.

Manufacturer narrative:
E1: patient city: wien. Patient country: austria. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.